Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control stent delivery system had withdrawal difficulty. The patient was admitted for a procedure with a heavily calcified, 99% lesion in the left external iliac artery. The vessel was heavily tortuous. A 6 x 100 smart control stent was delivered over the wire, and placed in the target lesion successfully. However, very strong friction/resistance occurred when attempting to remove the stent delivery system. It did not seem to be caught in the released stent tip. The stent delivery system was moved back and forth several times, but it could not be removed. Therefore, the guidewire was exchanged to a 0.025 radifocus guidewire and then pulled. Strong friction was still experienced though the stent delivery system was removed from the patient's body. The procedure was completed without patient injury. The device was returned for analysis. One non sterile unit of smart control 6x100mm was received coiled in a plastic bag. Outer sheath was bent at several locations. No other discrepancies were found. Outer diameter (od) of the stent delivery system was measured at several locations and it was found within specification per drawing # (B)(4), rev. 16. Device was introduced into 6f lab sample csi sheath introducer and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since no discrepancies were found in the dimensional and functional analyses, the condition reported by the customer was not confirmed. The cause of the bent condition of the outer sheath, found during the product analysis, could not be conclusively determined; however it could be related to the coiled condition of the product received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. The complaint of withdrawal difficulty could not be confirmed on analysis. The product met design and manufacturing specifications. There are no manufacturing issues associated with this complaint. Although the complaint could not be confirmed, there was damage noted to the device. It is undetermined how these damages occurred. Review of the information suggests that there were lesion characteristics that may have contributed to the reported event; specifically the degree of calcification and tortuosity.

Manufacturer narrative:
A 0.014 dejavu guidewire and a 0.025 radifocus guidewire were used during the index procedure.additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure with a heavily calcified, 99% lesion in the left external iliac artery. The vessel was heavily tortuous. A 6 x 100 smart control stent was delivered over the wire, and placed in the target lesion successfully. However, very strong friction/resistance occurred when attempting to remove the stent delivery system. It did not seem to be caught in the released stent tip. The stent delivery system was moved back and forth several times, but it could not be removed. Therefore, the guidewire was exchanged to a 0.025 radifocus guidewire and then pulled. Strong friction was still experienced though the stent delivery system was removed from the patient's body. The procedure was completed without patient injury.